Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room on (B)(6) 2020 with inappropriate shocks from their right ventricular lead. It was revealed that the lead was fractured. The lead was explanted and replaced on (B)(6) 2020. Patient condition post-procedure was stable.